Event description:
It was reported that there was sparking when removing from the surgical site.

Manufacturer narrative:
Alleged failure: customer reported sparking when removing from the surgical site. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root causes could be circuit failure due (short or open), damage to the probe¿s cable, or a communication error between the probe and the console. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was sparking when removing from the surgical site.